Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip of the two scalpels was broken. The broke pieces were retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient.